Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be updated.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd 700 was returned for investigation for the reported condition of; service found that the power cord was cut off. An initial inspection of the power cord found it failed to meet operational specifications due to an external damage, which cut through to the inner copper wires, exposing them, confirming the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to live circuit. However, the exposed wires produce a high risk of electrical shock to the clinical staff and patient. The root cause of the damaged case can be attributed to customer misuse. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Further testing found the unit failing leak test. The check valve was replaced to correct the problem. The unit was then fully tested and found to function normally and within specifications. Product scd 700 was manufactured in 2011. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an scd controller. The unit was brought back to a local covidien service center and the service technician found that the power cord was cut off.